Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: the patient presented with following preoperative diagnoses: lumbar spondylosis, lumbar spinal stenosis and lumbar disk herniation. The patient underwent the following procedures: bilateral hemi laminectomy, l5, with discectomy, bilateral foraminotomy, and facetectomy, l5-s1.plif with radical diskectomy, l4-5, l5-s1. Use of local laminectomybone. Inter transverse fusion at l4-5, l5-s1. Pedicle instrumentation, l5-s1. Use of morcellized allograft. Use of intraoperative fluoroscopy. Per the op notes, at l5-s1 level, the interspace was sized to 14mm and a 14 by 26 mm threaded peek spacer was packed with morcellized allograft and packed into the l5-s1 interspace. At l4-5 level, the interspace was sized once again at 14mm and a 14 by 26 mm peek spacer was packed with bone morphogenetic proteins (bmp) and impacted into the l4-5 interspace. Once the interbody fusion was complete, the posterolateral aspect of the spine including the transverse process, the pars, and the facet joint at the l4, l5, and s1 level were decorticated. This was performed on the left side of the patient. Then bone morphogenic proteins (bmp) spongewas placed across the membrane and then a mixture of morcellized allograft and autograft was then placed on top of the sponge and a second sponge was placed on top of that. On right side of the patient, the transverse process of l4 including the pars and then l4-5 facet joint, the transverse process of l5 including the pars and then l5-s1 facet joint were decorticated. The sacral ala was also openly decorticated. Then a bmp sponge was placed across that span from l4 to s1 and then a mixture of morcellized allograft and autograft was placed in the posterolateral gutter. Then the structures in the posterolateral gutter including the transverse process, the pars, the facet joints of the l4, l5 and the sacral ala levels were decorticated. Then a bmp sponge was placed across this intertransverse membrane and a mixture of morcellized allograft and autograft was packed into the posterolateral gutter. Ap and lateral fluoroscopy showed excellent position of the hardware. No patient complications were noted. On same day, the patient presented with the pre op diagnosis of l4-5 and l5-s1 lumbar stenosis with previous l5-s1 discectomy. The patient underwent the following procedures: bilateral redo hemi laminectomies and complete facetectomies at l5-s1. L4 decompressive laminectomy. Posterior lumbar interbody fusion at l4-5 and l5-s1. Harvest of local bone graft from lamina. Use of intervertebral spacer at l4-5 and l5-s1. Posterolateral arthrodesis at l4-5 and l5-s1. Posterior instrumentation at l4-5. Use of morcellized allograft. Use of intraoperative fluoroscopy. Per the op notes, at l4-5 level, a 14 by 26 mm peek implant was filled with bone morphogenic protein (bmp) and placed into the l4-5 disk space. Then at l5-s1 level, a 14 mm peek spacer was filled with a bmp sponge and placed into the l5-s1 disk space. Then 45 mm screws were placed at l4, l5 and 40 mm screws were placed at s1 level. 3d screws from medtronic were used. Another bmp-soaked sponge was placed in the lateral gutter and the local bone saved for the laminectomy as well as allograft chips were placed over the bone morphogenetic protein sponges. No patient complications were noted.

Event description:
It was reported that on (B)(6) 2006 the patient presented with left leg pain and back pain. An MRI of the lumbosacral spine indicated "the patient is status post laminectomy and fusion, l4-5 and l5-s1 with postoperative changes seen. The intervertebral disc device may be protruding into the epidural space in the left paracentral position and there is some surrounding edema noted in this area. These changes lay adjacent to the left l4 and l5 nerve roots, but there is no convincing root compression." On (B)(6) 2007 the patient presented with mid low back pain that sometimes shoots down the right leg. An MRI of the lumbosacral spine indicated "on coronal scout, an exophytic 3 ems. Right renal mass is suggested from the lateral right upper renal pole. This is incompletely assessed. Advise further evaluation with sonography. Mild scoliosis. Post-surgical changes, l4-5-s1 including a discectomy and posterior fusion. Resultant metallic artifact. At the l4-5 level, the intervertebral device and/or bone graft material may again protrude left paracentral to foraminal region. There appears to be increasing changes along the l4-5 and l5-si disc levels, suggesting increasing bony incorporation. The anterior aspect of the screws at the l5 and s1 levels may project through the anterior-lateral aspect of the vertebrae. ... There does appear to be increasing bony incorporation at the disc levels." It was reported that the patient developed injuries following the use of rhbmp-2/acs.